Event description:
On january 13, 2023, senseonics was made aware of an incident where the user experienced sensor inaccuracies which led to an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Sensor (B)(6) was tested, and a qc indicated a loss of chemical performance. In-vivo data also confirms the complaint with diminished signal throughout the insertion period. These failures were investigated in rep-1639, which determined the root cause to be oxidation of the hydrogel. This sensor has the same failure mode and additional investigation is not necessary for this complaint.